Event description:
Physician reported left side reoperation due to capsular contracture, baker grade iii, malposition of device and concern for textured implant device. Treatment occurred, the device has been explanted and replaced. The event of malposition is not considered device related.

Manufacturer narrative:
Information contained in this report was previously submitted through asr line item on 11-oct-2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and concern for textured implant device. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, deformation, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.